Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. There was concern over possible premature battery depletion. Boston scientific technical services (ts) was consulted and provided troubleshooting options for interrogation difficulties. It was noted that two months earlier the battery status showed 50 percent remaining and the remote home monitoring system data did not show any indication of early depletion. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. There was concern over possible premature battery depletion. Boston scientific technical services (ts) was consulted and provided troubleshooting options for interrogation difficulties. It was noted that two months earlier the battery status showed 50 percent remaining and the remote home monitoring system data did not show any indication of early depletion. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the telemetry was reset several days later. Post reset, the device was able to be interrogated and the patient could transmit via the remote home monitoring system. The patient was discharged from the hospital and no adverse patient effects were reported. Additional information was received that according to the patient, the beeper started approximately one week after the telemetry reset. After which it was not possible to interrogate the device via programmer or the remote home monitoring system. Ts discussed that if the s-ICD was unable to be interrogated replacement is needed as therapy cannot be confirmed for this patient. Additional information was received that a revision procedure was performed where the s-ICD was explanted and successfully replaced. During the procedure the device responded appropriately to a magnet by emitting beeping tones, when the magnet is removed beeping continues with different tone. Per boston scientific technical services (ts) instruction resets were attempted but unsuccessful and the s-ICD was still unable to be interrogated. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. There was concern over possible premature battery depletion. Boston scientific technical services (ts) was consulted and provided troubleshooting options for interrogation difficulties. It was noted that two months earlier the battery status showed 50 percent remaining and the remote home monitoring system data did not show any indication of early depletion. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the telemetry was reset several days later. Pot reset, the device was able to be interrogated and the patient could transmit via the remote home monitoring system. The patient was discharged from the hospital and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. There was concern over possible premature battery depletion. Boston scientific technical services (ts) was consulted and provided troubleshooting options for interrogation difficulties. It was noted that two months earlier the battery status showed 50 percent remaining and the remote home monitoring system data did not show any indication of early depletion. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the telemetry was reset several days later. Post reset, the device was able to be interrogated and the patient could transmit via the remote home monitoring system. The patient was discharged from the hospital and no adverse patient effects were reported. Additional information was received that according to the patient, the beeper started approximately one week after the telemetry reset. After which it was not possible to interrogate the device via programmer or the remote home monitoring system. Ts discussed that if the s-ICD was unable to be interrogated replacement is needed as therapy cannot be confirmed for this patient. At this time the device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Initial visual examination noted no anomalies. The device was unable to be interrogated as it had no telemetry. The device case was removed and the battery was tested. The battery voltage measured too to support device functions. It was determined that therapy was not available while the device was implanted. Moisture reside was noted on the inside of the can. Further visual inspection of the header showed a potential crack where it attaches to the device case. Burn marks on one of the pads of the hybrid were observed. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed bodily fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused the inability to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) and a sudden increase in power consumption that resulted in the clinically-observed premature battery depletion.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. There was concern over possible premature battery depletion. Boston scientific technical services (ts) was consulted and provided troubleshooting options for interrogation difficulties. It was noted that two months earlier the battery status showed 50 percent remaining and the remote home monitoring system data did not show any indication of early depletion. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the telemetry was reset several days later. Post reset, the device was able to be interrogated and the patient could transmit via the remote home monitoring system. The patient was discharged from the hospital and no adverse patient effects were reported. Additional information was received that according to the patient, the beeper started approximately one week after the telemetry reset. After which it was not possible to interrogate the device via programmer or the remote home monitoring system. Ts discussed that if the s-ICD was unable to be interrogated replacement is needed as therapy cannot be confirmed for this patient. Additional information was received that a revision procedure was performed where the s-ICD was explanted and successfully replaced. During the procedure the device responded appropriately to a magnet by emitting beeping tones, when the magnet is removed beeping continues with different tone. Per boston scientific technical services (ts) instruction resets were attempted but unsuccessful and the s-ICD was still unable to be interrogated. No additional adverse patient effects were reported. The device was returned for analysis.